Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose levels and no delivery alarm. Customer¿s blood glucose level was 545 mg/dl on (B)(6) 2017 at 4:03 pm. Customer attempted to treat their high blood glucose via insulin pump but instead they received a no delivery alarm. Customer declined to troubleshoot for high blood glucose and no delivery alarm. Customer removed the reservoir, placed the plunger back in, pushed insulin through and the insulin exited. Customer advised they did not trust the insulin pump and was not confident using it. Customer disconnected from the line and they were unable to be reached when called back in order to discuss replacement insulin pump options.